Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken off. There was no visible damage or other defects that would have led to the breakage. A device history review was performed for lot 2406221, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force, no issues related to this incident were identified. Based on our investigation and sample evaluation, we are not able to identify a root cause related to the manufacturing process at this time. It appears the device broke due to the force exerted on the device. To date, there have been no other similar events reported for this lot. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: this is a complaint about the spike part broken during use. It was reported that after preparation and dispensing, it was found that the spike part was broken in the dispensing cart and the liquid medicine leaked out. Additional information: the spike is broken diagonally in the middle, and it is the spike part outside the drip bag. The connector is not included in the spike. It refers to the part that is inserted into the drip bag. The timing of the breakage is not during use, it was during transportation.